Manufacturer narrative:
As the product was not returned, a detailed investigation using the product could not be performed. It was considered that the reported event may have been caused by local contact with a lesion; however, the detailed root cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications were reported, this event is being reported pursuant to 21 cfr part 803.50(a)(2), as balloon rupture or shaft leakage is known to have the potential to cause adverse events.

Event description:
It was reported that a balloon rupture occurred. The balloon was used to treat a calcified lesion in an arteriovenous fistula (avf) and ruptured during the second inflation at 10 atm. The balloon was then replaced, and the procedure was continued. No complications were reported.